Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (500 mcg/ml at 133.32 mcg/day) and dilaudid (10 mg/ml at 2.666 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was having persistent pump pocket discomfort due to weight loss and increased mobility of the pump. The patient was taken to the operating room (or) today for planned pocket revision. At that time, the hcp opted to go ahead and prophylactically replace the pump as well. The pump was moved inferiorly in the abdomen and the old capsule was sutured closed to prevent the new pump from flipping. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.